Event description:
It was reported that during use leakage occurred with a bd syringe integra¿ 3ml w/ndl 25x1 rb. The following information was provided by the initial reporter: shingles vaccine was being used and leaked out of the bottom of the syringe. This occurred 2 times and the vaccine was lost as a result.

Manufacturer narrative:
Investigation: one 3ml integra syringe in an opened blister pack from batch 9112884 (p/n (B)(4) was received and evaluated. It appeared the syringe was manipulated due to trace amounts of clear fluid inside. The needle was not retracted, and the hub was securely tightened and a small amount of damaged was noticed on the collar of the hub. It was observed there was a small amount of fluid in threading of the luer. The hub was removed, and a small plastic fragment was found attached to the hub. The leakage defect was rejectable per product specification. Potential root cause for the leakage defect is associated with the assembly process. It is likely the plastic fragment created a channel in the threading. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9112884. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-22. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred with a bd syringe integra¿ 3ml w/ndl 25x1 rb. The following information was provided by the initial reporter: shingles vaccine was being used and leaked out of the bottom of the syringe. This occurred 2 times and the vaccine was lost as a result.